Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A 4601c excel 23 khz standard tip was reported to have broken during surgery. Add'l info has been requested.